Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed a cracked battery compartment below the finger pad extending down to the primary seal. No issue with loss of power. No evidence of moisture damage in battery compartment. Confirmed the paint finish on the pump is faded/discolored, peeling and worn off. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed battery compartment was cracked. This report is made based on results of investigation completed on (B)(4) 2014.